Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 to 500 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose. Customer also states insulin pump had blank display. Customer states the display was not blank less than 30 seconds and did not return. Customer report contacts on battery cap are missing. The insulin pump will not be returned for analysis.